Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the physician attempted to remove the leads, but was unable to as they were stuck. The physician decided to leave the leads implanted and close the site. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated the patient underwent surgical intervention on (B)(6) 2021 to explant the leads. The physician was unable to explant the entire lead and had to cut them and leave part of the leads attached to the flank. The physician implanted new leads and stimulation therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13265. It was reported that the patient experienced ineffective stimulation. The lead is fractured and diagnostics revealed high impedances on multiple contacts. Reprogramming was unable to restore effective stimulation. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.